Event description:
It was reported that, "stem broke mid shaft." Patient was revised.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.